Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the imaging system became unresponsive during fluoro/gain calibrations. It was reported that the mouse on the viewing station of the imaging system was unresponsive to prompts from the user. It was noted that the mouse icon would scroll and the imaging system entered stand alone mode shortly after. There was no patient present when this issue was identified.